Event description:
Reportedly, during the f/u, the programmer user interface froze. The user could not remember what action he did before the freeze occurred. After programmer was restarted, the f/u could be performed normally.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.